Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/22/2016 with the following findings: a review of the black box and alarm history showed call service 088 alarms. During testing a call service 088 alarm was emitted. Corrosion in the battery compartment was found. The battery compartment was cracked along the side of the pump. A leak test was performed and failed due to the battery compartment crack. The pump was opened and moisture damage was found on the printed circuit board. The call service alarm was emitted due to moisture damage.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. Reportedly, the pump was emitting call service alarm 078. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.